Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for multiple patients. Elevated accu tni results were obtained for 6 patients. The results were reported out of the lab. The original samples were re-tested on the access 2 and on a different instrument and accu tni results were in a lower clinical range. Corrected reports were sent. Patient 1 was administered heparin and nitroglycerin. Customer was not made aware of any injury or changes in treatment for the other 5 patients.

Manufacturer narrative:
The samples were collected in plastic bd lithium heparin plasma tubes with gel separator and centrifuged at 3,000 rpm for 10 minutes. The specimens were sampled from the primary tubes. Qc is run every 12 hours. Qc run prior to the event was in range. Weekly maintenance had been performed in 2008, and system check failed twice after the maintenance. A third system check passed. Customer was advised by customer technical service (cts) to recalibrate accu tni, rerun qc and to rerun all positive accu tni samples on a different instrument. A field service engineer (fse) was dispatched: the fse replaced peri-pump tubing, and found that the tube routing was causing it to catch on the peri-pump motor, restricting the proper aspiration from the reaction vessels (rvs). Although the fse addressed hardware issues, a clear root cause cannot be determined for this event. A malfunction will be assumed for the purpose of this report.